Event description:
The user facility reported a decrease in the gas transfer performance of the involved oxygenator approx 30 minutes after initiating bypass. The oxygen saturation levels dropped to approx 86% and the decision was made to change over to a new oxygenator. The reporter indicated that there were no complications for the pt.